Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited frequent undersensing of atrial tachycardia/atrial fibrillation (at/af) on probable on-going arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.